Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, a21 error test, rewind or verify failed battery alarm due to unresponsive buttons. Pump received with corroded battery tube and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had failed battery test. Customer's blood glucose level was 124 mg/dl at the time of the incident. Customer stated that contacts was not missing or damaged. Customer stated that battery compartment was corroded. The customer was advised to revert to the back-up plan. The device will be returned for analysis.